Event description:
Nurse loaded the lens into the shooter. Shooter jammed. Small metal piece went up over the lens.surgeon noted that this lens was relatively large (34.0 diopter). Failed device is being returned to manufacturer.